Event description:
The surgeon requested a second electrosurgical unit during the procedure. The return electrode was hastily applied, without shaving the site. The surgeon later complained that the electrosurgical unit was not functioning. When return electrode was checked, it was discovered to be unattached except for a 1cm2 area that was burned.